Manufacturer narrative:
Investigation eval: the product was returned to our approved supplier for eval. Based on their eval we cannot confirm the report. From their investigation we can provide the following; the device was visually and dimensionally inspected. All results met the specs, including alignment of the cups. After cleaning, the cups were open and closed by manipulating the handle. The device operated as intended; there were no abnormalities noted. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product functioned as intended. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handle the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection for product integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a biopsy of the colon, the physician selected a captura serrated forceps with spike. During use the forceps reportedly took too much of a deep bite. The forceps created tearing and ripped the sample when it was taken. This resulted in extra bleeding. Medical or surgical intervention was not required in response to this occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.